Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported the stimulation was turning on and off on its own randomly. During the call the stimulation was off again. Pt stated the stimulation hadn't stay off the whole day and they were not touching the controller. When asked for event date pt said 'at least 4 days ago or 'around the 10th of the month'. Agent had pt to check the controller. Pt said they were in group c and after they 'hit 5.1' the stimulation turned back on. Agent attempted to clarify the issue. Pt said when they get up in the morning and adjusted the stimulation at '5', they will turn the controller off and put it in their purse, throughout that morning they didn't touch the controller, but the stimulation was going on and off multiple times. Agent reviewed information. Agent redirected pt to their hcp to set up an appointment with rep. Pt said they already have an appointment this coming 2nd of april. Agent reviewed patient services role and reviewed contacting the field for visibility. .

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.